Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital staff member and the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 121 mg/dl at the time of the call. The customer was given sugar to treat. The customer experienced symptoms such as disorientation, seizures, foaming, spinning, and falling. The customer was wearing the insulin pump during the incident. The customer's parent believes the pump was over delivering. Troubleshooting was completed and the customer's parent does not think the pump is over delivering. The pump clock was off by a few minutes. The caller reported another low event about 2 and a half weeks prior. The caller stated the customer was not the best checker. The insulin pump will not be returned for analysis.